Manufacturer narrative:
(B)(4). Similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: this (B)(6) male patient had a type ib endoleak noted on a follow-up CT (2 days pp). On (B)(6) 2016, a proximal component and a distal component were implanted without difficulty. No additional procedures or devices were required. On the final completion angiogram, no endoleaks were noted. Follow-up CT¿s: on (B)(6) 2016 (2 days pp), a type ib (distal end) endoleak was noted at the ¿stent distal extremity¿. No other technical observations/imaging abnormalities were observed, including kink, stent fracture, barb separation, and component separation. Patient outcome: no further information has been received.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). F2) a1 was found to be incorrect in previous follow up report. It has now been corrected to 1450037. D4) lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k): p140016. H4) unknown as lot# is unknown. (B)(4). Summary of investigational findings: the investigation of this complaint was based on the information provided in the event description as no imaging was available. It was not possible to determine the exact root cause of the reported event based on the information currently available. As per IFU endoleak is a known potential adverse event and may, among others, be due to: anatomical limitations, including, but not limited to, circumferential thrombus and/or calcification at fixation sites, short proximal and distal fixation sites (<20 mm). Inappropirate sizing outside of the IFU sizing guide. None of these factors can be excluded without imaging available. It is noted that no new clinical event or intervention has been reported due to the endoleak. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: this (B)(6) male patient had a type ib endoleak noted on a follow-up CT (2 days pp). On (B)(6) 2016, a proximal component and a distal component were implanted without difficulty. No additional procedures or devices were required. On the final completion angiogram, no endoleaks were noted. Follow-up CT¿s: on (B)(6) 2016 (2 days pp), a type ib (distal end) endoleak was noted at the ¿stent distal extremity¿. No other technical observations/imaging abnormalities were observed, including kink, stent fracture, barb separation, and component separation. Patient outcome: no further information has been received.

Manufacturer narrative:
(B)(4). Similar to device under 510(k): p140016. (B)(4). Summary of investigational findings: the investigation of this complaint was based on the information provided in the event description as no imaging was available. It was not possible to determine the exact root cause of the reported event based on the information currently available. As per IFU endoleak is a known potential adverse event and may, among others, be due to: - anatomical limitations, including, but not limited to, circumferential thrombus and/or calcification at fixation sites, short proximal and distal fixation sites (<20 mm); - inappropriate sizing outside of the IFU sizing guide none of these factors can be excluded without imaging available. It is noted that no new clinical event or intervention has been reported due to the endoleak. There is no evidence to suggest that this device was not manufactured according to specifications. The complaint will be closed, and reopened if new information is provided. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: this (B)(6) male patient had a type ib endoleak noted on a follow-up CT (2 days pp). On (B)(6) 2016, a proximal component and a distal component were implanted without difficulty. No additional procedures or devices were required. On the final completion angiogram, no endoleaks were noted. Follow-up CT¿s: (B)(6) 2016 (2 days pp), a type ib (distal end) endoleak was noted at the ¿stent distal extremity¿. No other technical observations/imaging abnormalities were observed, including kink, stent fracture, barb separation, and component separation. Patient outcome: no further information has been received.